Event description:
A follow up call was made and the customer stated that it was more of a user problem because she did not eat, and not the insulin pump problem. The customer stated that her sister gave her a shot of glucagon, then another one in the ambulance while she was transported to the hospital. Troubleshooting was declined as customer stated that there is no damage to the drive support cap and the insulin pump is working as it should. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.